Event description:
It was reported by service report that the fowler and gatch have unintended motion and the scale is not accurate. The customer reported that the did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load cell. Siderail membrane impact damage.